Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The stent struts in rows 3-4 from the distal end of the stent were lifted and the stent struts in rows 5-6 from the proximal end of the stent were slightly lifted. This damage is consistent with the attempted advancement and the subsequent withdrawal of the device from the patient through the tortuous anatomy. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. An undamaged section of crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30 may 2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.0x15mm non-bsc balloon, a 4.00 x 16mm synergy ii drug eluting stent was advanced but was not able to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.